Event description:
It was reported via attached user medwatch (B)(4) that balloon rupture occurred. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon would not hold pressure. The balloon was removed and replaced without harm. No patient complications were reported.